Manufacturer narrative:
(B)(4).a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.this issue is being investigated through CAPA.

Manufacturer narrative:
The reported condition of failure code 814:04 was confirmed but not duplicated and was found to be due to intermittent air in line printed circuit board alarms. The pump head module was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 814:04 found upon power-up of the device. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery. There is no additional information at this time.